Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) high out of range shock impedance measurements and low amplitude. A code 1004 indicative of a short circuit condition during shock delivery was triggered. Boston scientific technical services (ts) was consulted and device and lead replacement was recommended. The physician opted to schedule a revision in two weeks. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) high out of range shock impedance measurements and low amplitude. A code 1004 indicative of a short circuit condition during shock delivery was triggered. Boston scientific technical services (ts) was consulted and device and lead replacement was recommended. The physician opted to schedule a revision in two weeks. No adverse patient effects were reported. This device system remains in service. Further information was received that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.